Manufacturer narrative:
The incident date was reported as an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer observed a leakage from a6001 5l effluent bag during use. Five units impacted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation. However, a companion sample from a different lot (a3316) was visually inspected and no inconsistencies or nonconformities could be identified. The sample was filled with tap water and hung as it would be on the device and the bag was found to be leaking around the weld of the valve to the bag. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.